Event description:
During course of planned operative procedure, total abdominal hysterectomy bilateral salpingo-oophorectomy, while placing bladder blade of the retractor. A 4-5 cm hole was put into the dome of the bladder. This required he add'l surgical intervention of repair of cystosomy of the bladder.